Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the infusion set was pulled out from the customer's body. It was reported the customer was hospitalized for diabetic ketoacidosis as a result. The caller reported the customer had high blood glucose. The details of the hospitalization was not provided at the time of the call. The customer declined to be transferred to the helpline. The insulin pump will not be returned for analysis.